Event description:
It was reported that pump malfunction occurred after pump was dropped and displayed malfunction code 13 and could not be reset. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.